Event description:
Olympus was informed that the surgeon used the sonosurg scissors to coagulate the mesenteric marginal artery while performing a laparotomy to extract a tumor located in the stomach. Following the surgery, the pt reportedly experienced hemorrhaging, and underwent further surgery. No further info was provided regarding the condition of the pt after the surgery.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. However, olympus was informed by the surgeon that post-operative hemorrhage occurred infrequently. The exact cause of the pt outcome could not be conclusively determined due to insufficient info provided by the user facility and due to the absence of the subject device to investigate. This report is being submitted as a medical device report in an abundance of caution.